Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:03 pm CT.the report number is being corrected from: 2134265-2018-64168to: 2134265-2018-63045.

Event description:
It was reported that a catheter connection fracture occurred. The target lesion was located in a coronary artery. A 145 guidezilla guide extension catheter was selected for use. During preparation, outside patient's body, it was noted that the catheter connection was fractured. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable. The device was returned for evaluation with presence of blood outside of the device. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar and the tip was damaged (slightly misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a catheter connection fracture occurred. The target lesion was located in a coronary artery. A 145 guidezilla guide extension catheter was selected for use. During preparation, outside patient's body, it was noted that the catheter connection was fractured. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.